Manufacturer narrative:
Citation: lansky, a. Md et al. A prospective randomized evaluation of the triguard tm hdh embolic deflection device during transcatheter aortic valve implantation: results from the deflect iii trial. European heart journal (2015) 36, 2070¿2078. Doi: 10.1093/eurheartj/ehv191. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the use of an embolic deflection device during the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multiple medical centers between february 2014 and march 2015. The study population included 85 patients, 26 of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly female; mean age 82.4 ± years. Among all patients adverse events included: cerebral vascular accident (cva), permanent pacemaker implant, valve-in-valve procedure, aortic rupture and blood loss/major vascular complications. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.